Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient was hospitalized due to high blood glucose level and diabetic ketoacidosis (dka) caused by occlusion event on (B)(6) 2026. The site inserted was abdomen. Due to occlusion issue, patient's blood glucose level was high and was treated with injection. The blockage was located at the infusion site. No further information available.